Event description:
In late 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving an error 2 message. On dec 16, 2008, this medical affairs specialist contacted the patient to clarify info obtained from the initial phone call. The pt tests her blood glucose twice per day and controls her diabetes with diet and exercise. Two days prior to the original date, the pt reportedly could not test her blood glucose due to the error 2 message. At 3pm, the pt attempted to test her blood glucose again but was not successful. At around 4pm, the pt had symptom described as 'shaking." The patient allegedly administered self-treatment with food/ beverage and felt better after 30 mins. The pt did not perform blood glucose test on any other device at the time of concern. The pt reportedly believed that had she been able to test her blood glucose on the day of the incident, she would have been able to prevent the symptom, which can be suggestive of hypoglycemia. The next day at 2:30pm, the pt contacted a healthcare provider for advice. The doctor advised the patient to contact lfs customer service and to eat more protein. During troubleshooting, the error 2 message was not resolved. This complaint is being reported because the patient claimed she had symptom that can be suggestive of hypoglycemia after she was not able to test her blood glucose due to the error 2 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.